Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, intracranial hemorrhage, hematoma or hemorrhage at the site, vessel spasm, distal embolization, dissection, inability to completely remove thrombus, thrombosis, ischemia, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a non-penumbra guide catheter, and a stent retriever. During the procedure, the physician made two passes with the ace60 and guide catheter and a thrombolysis in cerebral infarction (tici) score of 2a was achieved. No procedural complications nor device deficiencies were reported to have occurred during the procedure. However, a contrast run revealed slight intracranial hemorrhage. The relationship between the ace60 and the intracranial hemorrhage is unknown. It was reported that no additional action was taken to treat the hemorrhage; however, the patient was in stable condition and was transferred to another hospital.